Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a fusiform 5.8 cm in diameter thoracic aortic aneurysm in zone 4 approximately two years ago. Vessel morphology was reported as the proximal aortic neck diameter is 21.5 mm, distally it is 29 mm, 18 mm in length and severe vessel calcification and the descending thoracic aorta was highly angulated. It was reported that intra-operatively modelling with a balloon was performed, however at the end of the case there was a distal type I endoleak. The physician decided to take a wait and see approach. The physician commented that the cause of the endoleak may have been due to insufficient landing zone; the distance between the distal end of the aneurysm and the celiac was short. The physician found that the endoleak was not related with the study device or study procedure. It was reported that one month later the aneurysm had expanded to 60 mm in diameter and the type ib distal endoleak was still present. No further follow up was performed since the patient was under treatment for lung cancer. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (insufficient landing zone, distal end of the aneurysm and the celiac was short). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (insufficient landing zone, distal end of the aneurysm and the celiac was short).